Manufacturer narrative:
Pump received with blank display due to cracked and bleeding on liquid crystal display window noted.

Event description:
The customer reported via phone call that the screen was cracked. The customer¿s blood glucose was unknown at the time of incident. The customer was advice the insulin pump will need to be replaced. Advice to discontinue use of the insulin pump and revert to backup plan per health care professional instructions. The insulin pump will be returned for analysis.